Event description:
The customer called to report that he was treated by the ambulance after experiencing a low blood glucose reading of 32 mg/dl. The customer stated that he changed the infusion set three days prior to the event and he was not connected during the manual prime. Troubleshooting was performed and the insulin pump was programmed correctly, but the customer stated that his dr told them that he might need to change the basal rate settings. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether of not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.